Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Review of the device service history showed the device had a manufacture date of 10/05/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device.

Event description:
It was reported that the device received an error code message 571.624. There was no reported patient involvement.